Event description:
Procedure type: lobectomy. According to the reporter: the device was used on lobar bronchus and the staple line was reinforced with suture. The procedure was completed without problem. Sometime after the surgery air leakage occurred. It was confirmed through a bronchoscope that staples were formed and applied properly but the staple line opened and the chest cavity was seen because the staple legs were too long for the thickness of tissue. The staple line was treated with bolheal but it could not be closed, but re-operation was performed on (B)(6). Pt is under observation.

Manufacturer narrative:
(B)(4).